Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose of 40 mg/dl. They had been experiencing low blood glucose for a few months. They would treat with juice. The customer¿s current blood glucose was 150 mg/dl. Troubleshooting was performed but not completed. The drive support cap appeared to be normal. The basal rates on the insulin pump were accurate. The customer was advised to monitor their insulin pump and call back to complete troubleshooting. The device will not be returned for analysis.